Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The DHR review for this event was not possible since the lot of the product involved was not reported. The complaint reported could not be confirmed. The reported condition is consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report no.: 2648988-2019-00103 and 2648988-2019-00101.

Event description:
This is 2 of 3 reports. A customer reported that the xxx-limitorr was broken. A (B)(6) male patient was transported to computed tomography (CT). Prior to transport, the external ventricular drain (evd) was hanging from the bedside pole and clamped. As the nurse was removing the evd from the bedside pole, the transporter moved the intravenous (IV) pole to the other side and bumped the evd transduced and it snapped off. The nurse immediately clamped the catheter at the hub closest to the patient¿s head. There was no patient injury reported. However, they prepared another evd and paged neurosurgery to replace the evd catheter with asceptic techniques.